Event description:
The event logs showed a motor stall occurred on (B)(6) 2012 at 14:33 and recovered at 15:08. The medication used within the system was baclofen. See manufacturer¿s report #3004209178-2012-07431. The patient¿s pump was replaced in (B)(6) 2012 after an unrecovered motor stall occurred in (B)(6) 2012.

Event description:
It was reported that the patient¿s pump had motor stall on (B)(6) 2012. The motor stall recovery was noted in the event logs. It was unknown what drug was in the pump. The patient outcome was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).